Event description:
Pt required splinting for treatment of left ankle fracture. After splinting material applied, pt complained of extreme heat. Second degree burns noted by facility. Pt transferred for surgery.